Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow alarm on (B)(6) 2025 due to blockage in tubing. No further information available.

Manufacturer narrative:
Patient city:west (B)(6). Patient country:united states. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. The initial MDR with manufacturing report number (8021545-2025-00220), was submitted on 21-feb-2025. Upon receiving additional information, it was discovered that the lot number has been updated from invalid to 6007002 which is being updated under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-00220), was submitted on 14-may-2025. Upon completion of the investigation, the manufacturing date was updated as 29-may-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007002 in question was manufactured at the osted site. Threshold analysis: a query was run on 29-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007002". The count of complaint is 0 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6007002 was manufactured according to work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 29-may-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.